Event description:
New information received indicates that programming changes were made and no more episodes were seen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing and pseudo-pseudofusion were observed. This was determined to be true undersensing. Programming changes were recommended.